Event description:
On (B)(6) 2021 the patient had power increases to 9.6 overnight with a sub therapeutic inr and a mural outflow graft thrombus. On (B)(6) 2021 it was reported that the patient had a power spike last week. This log file review showed that there were 204 pi events in 1.5 days.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft thrombus could not be confirmed through this investigation as no product or images were submitted for evaluation. The account reported that the patient had a slight decrease in flows over the period of a week. Computed tomography angiography results showed that an existing mural thrombus in the outflow graft had increased in thickness when compared to scans from (B)(6) 2017 (refer to (B)(4), but was stable compared to the most recent study. The patient then had power increases overnight on (B)(6) 2021, accompanied by a subtherapeutic international normalized ratio (inr). The submitted log files revealed two, transient power elevations on (B)(6) 2021 that were captured during pulsatility index (pi) events. The report of a decrease in flow could not be confirmed. Pump speed remained at or above the low speed limit throughout the files and the pump appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional related issues have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including device thrombosis. The IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. In addition, this document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 ¿introduction¿ of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including device thrombosis. This section also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 ¿patient care and management¿ outlines indications of thrombus and how to respond to such events. This section provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Thrombus noted on (B)(6) 2017 addressed in MFR# 2916596-2021-05381.

Event description:
On 17aug2021 it was reported that there was a slight decrease in flows over the past week. Computed tomography (CT) angiography from (B)(6) 2021 displayed "outflow graft: patent, redemonstration of eccentric circumferential thrombus within the outflow cannula, the thrombus increased in thickness when compared to (B)(6) 2017 and stable when compared to the most recent study." Log file review showed 235 pulsatility index (pi) events that occurred in approximately 13 hours.